Event description:
A lead extraction procedure commenced to remove a capped right atrial (ra), active right atrial (ra) and a right ventricular (rv) lead due to fracture. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 13f tightrail rotating dilator sheath, the active ra lead was successfully removed. Next, targeting the capped ra lead with the tightrail, progress was made to the superior vena cava (svc) when the patient's blood pressure dropped; however, no injury was detected via imaging. Rescue efforts began, including rescue balloon, but did not stabilize the blood pressure. Imaging was re-examined and showed a minor perforation in the subclavian vein, which was healing itself (MDR #3007284006-2026-00261). The decision was made to stop the extraction; therefore, the capped ra (MDR #3007284006-2026-00262) and rv lead, along with the lld ezs, were cut and capped and remained in the patient. No attempt was made to unlock the lld ezs. The patient survived the procedure. This report captures the lld ez within the rv lead, which was cut/capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.